Event description:
A customer reported to baxter corporate product surveillance an interlink injection site in which the septum was blown out after use with a power injector. According to the report, the nurse injected the interlink with saline and observed zero resistance. The interlink was then connected to a power injector, and it as observed that the septum was blown out. This resulted in a leak of an unknown amount of the patient blood and the MRI dye onto the patient. The nurse started an additional IV line on the other arm of the patient and therapy continued. The nurse attempted to use the new interlink injection site with a power injector, and it was observed that the septum blew out again. The nurse stated that the facility has been using the interlink injection site with a power injector for 11 years and does not believe they are not approved for use with a power injector. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was performed on the reported lot with no deviations found.